Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, with no vibration or screen activation unless the device was on the charger; after a guided restart while on the charger, the button functioned normally and the issue resolved. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alarms. Investigation included customer troubleshooting and device restart. Investigation of this case revealed a transient user interface responsiveness issue associated with the sleep/wake button that resolved with a reboot, with no reproducible malfunction after restart. It was concluded, based on previously established findings for similar reports, that the cause was temporary device software or user interface anomaly resolved by restart.